Manufacturer narrative:
The reported events of lead dislodgement, perforation, and muscle stimulation were not confirmed. As received, a complete lead was returned in one piece with helix retracted and clogged with blood/tissue. After cleaning and applying torque directly to the connector pin, the helix could be extended and retracted. A stiffness test was performed, and the results were within specification. Electrical and visual inspection of the lead was normal with no anomalies found.

Event description:
It was reported that a patient presented in clinic with discomfort due to palpitations. The physician alleged that the patient's right atrial (ra) lead was dislodged. A computerized tomography (CT) scan was performed and the patient was found to have cardiac perforation and a small effusion. The ra lead was explanted and replaced. The patient was stable throughout procedure.